Event description:
The center requested evaluation due to the pt's decrease in performance. In 04/05, the pt was seen by a co rep for eval. Testing performed indicated that the device was functional. Slight current spread was noted on two electrodes. The center continued to monitor the pt. On 6/23/05, advanced bionics was notified that the decision was made to explant the pt's c1 device.